Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 328 mg/dl compared with the sensor glucose reading of 127 mg/dl. The customer also stated that the insulin pump alarmed that his sensor glucose was low and went into threshold suspend mode. The customer treated using the insulin pump. Nothing further reported.